Event description:
The customer reported via phone call that the insulin pump was damaged. Customer stated the casing was cracked on the insulin pump and they were able to remove the battery cap. The customer's blood glucose was 145 mg/dl. The customer stated the damage was located at the battery compartment's threading. . Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to moisture damage keypad traces. The insulin pump was received with cracked case at the display window corner, minor scratched lcd window, scratched reservoir tube window, cracked battery tube threads and cracked reservoir tube lip.